Manufacturer narrative:
(B)(4). A review of history log indicated that the pump experienced three events of system error 322 occurring on (B)(6) 2011 at 14:22, 19:31 and 21:29 gmt. Investigation is still in progress and a supplemental will be submitted.

Event description:
It was reported that there were multiple system error 322s while running on a pt. The customer stated that there were no injuries or issues with the pt, that related to the pump.